Event description:
Dealer stated changing to solid seat base because the patient getting sores and needs a rehab cushion. Dealer stated that as result of a stroke, patient needs rehab preventative cushion because patient sits for long periods of time. Patient seeking care at wound clinic for sores from sitting on a cushion that was not right for him.